Event description:
The facility reported that as the pt was being lifted they slipped through to the floor. No injuries were reported.

Event description:
As the patient was being lifted in the lifter, he raised his arms above his head and then lowered them. The sling rode up over his back, then he slowly fell to the floor with his legs folded under him.